Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a routine twelve week foley catheter change. Two district nurses attempted to insert three different bard catheters for over an hour; they were unsuccessful. The patient district nurses advised the silicone catheters seemed very rigid and weren¿t bending as they usually should. Lot mykp1415 x1 and lot mykq4504 x2. A urology nurse was finally able to insert the last catheter in, and they inflated the balloon with a saline syringe. The catheter expelled overnight and caused leakage in the patient's bed. The patient managed to inflate it again but by the morning, it was partially dislodged before falling out completely. Lot mykq4504 x1.